Event description:
It was reported that during a prostate procedure, diminished tissue vaporization was observed while using two surgical fibers, the first after 17 minutes of use and the second after 3 minutes of use. It is unknown how the procedure was completed and there is no additional information available. There was no injury reported. This report is for the first fiber used.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit detritus and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.